Event description:
Information received regarding the explanted device notes that four days post lead repositioning, the patient returned to the hospital with no pacing. The patient's condition was good after the event.